Manufacturer narrative:
Our eval of the reported event and conversation with the user facility risk analyst (B)(4) indicates that the device worked as intended. The user may have caused or contributed to this adverse event. Biomed tested the unit and could not determined or identify any fault in the device. The device worked/tested ok.

Event description:
A new warming unit and blanket was being trailed during surgery. Hose to warming blanket was padded with towel and was not directly on the pt's body. At the end of the procedure, the pt's right knee from mid upper to right thigh to mid lower calf was reddened. Health professional's impression: possibly, the connection was taped so that the tape/tension tore part of the paper around the connection and therefore air could escape and blow directly on the pt; or the connection came apart and blew directly on pt; and the blanket not able to be checked under sterile drapes during surgery for problems. (B)(4).